Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2017-00135 thru 3012447612-2017-00137.

Event description:
It was reported that a pedicle screw would not assemble correctly with a sleeve and locking pin during surgery and eventually became stuck within the sleeve. The procedure was completed using alternative devices. There were no reported patient injuries associated with this event. This is report two of three for this event.

Manufacturer narrative:
The returned pedicle screw was examined. The pedicle screw housing was found jammed inside the sleeve. One side of the housing was out of alignment with the sleeve which likely resulted in the jamming when the screw and sleeve were further forced together. A review of the manufacturing records did not identify any issues which would have contributed to this event.